Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing was observed on the device. Technical support was contacted and the device was successfully reprogrammed. The patient was stable.